Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in needle would not fully retract. The following information was provided by the initial reporter: material no.: 381412, batch no.: 0080382. It was reported that needle does not fully retract, leaving a 1/2 inch of the needle exposed. Per initial email: I am a nuclear medicine technologist in a cardiology office. We start many IV's for our testing and have been using bd products for many years. Recently we have had an issue with the 24 gauge x 0.75" bd insyte autoguard catheters not fully retracting the needle. This will not be the case with each one, but just happen randomly. We have had this happen 6 times now. Upon pressing the button to retract the needle, a 1/2 inch of the needle will remain exposed. As you know, this is very hazardous and puts us at great risk of puncturing ourselves with a contaminated needle.

Event description:
It was reported that insyte autoguard yel 24ga x .75in needle would not fully retract. The following information was provided by the initial reporter: material no: 381412 batch no: 0080382. It was reported that needle does not fully retract, leaving a 1/2 inch of the needle exposed. Per initial email: I am a nuclear medicine technologist in a cardiology office. We start many IV's for our testing and have been using bd products for many years. Recently we have had an issue with the 24 gauge x 0.75" bd insyte autoguard catheters not fully retracting the needle. This will not be the case with each one, but just happen randomly. We have had this happen 6 times now. Upon pressing the button to retract the needle, a 1/2 inch of the needle will remain exposed. As you know, this is very hazardous and puts us at great risk of puncturing ourselves with a contaminated needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: (B)(6) 2020. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three used and partially retracted units from ref (B)(4), lot 0080382. Upon inspection of the received units, all three units had damage to the grip. The grip was found to be slightly warped inward acting as a stop when the units were retracted. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a possible misalignment of the plug probe. A device history record review showed no non-conformances associated with this issue during the production of this batch.